Event description:
It was reported that the bd¿ y-tube IV sets extension tubing disconnected during use. This occurred with 2 separate sets. The following information was provided by the initial reporter: "disconnect extenline between urology".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2021-12-17. H6: investigation summary: a device history review was conducted for lot number 6008031. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was obtained for evaluation and testing. Functional testing was performed on the sample, the results of these show that the device's resistance to tensile force was within the expected limitation established in the product specification; no disconnection was observed. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is greater asia. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ y-tube IV sets extension tubing disconnected during use. This occurred with 2 separate sets. The following information was provided by the initial reporter: "disconnect extenline between urology."